Manufacturer narrative:
The initial failure description was "belt slip error message". A getine field service technician was on site to investigate the product in question on 2019-12-06. According to the service order 43197062 following work has been done: the customer reported a belt slip error while priming the circuit. When I arrive, I did confirm the error when the inclusion was extended out again the tubing tightly. While inspecting the belts I found the tightness of the belts were in specs reading 384 hz. I tightened the belts to 413 hz and tested the unit. The equipment works to specs, cleared for clinical use. According to the statement from life cycle engineering on 2019-11-11 the most probable root cause is as follows: a damaged foil is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. The reported failure "belt slip error message" occurred during priming and could be confirmed. The device was directly involved in the incident. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
"Belt slip error" message on hl20 was reported while priming the circuit. Complaint# (B)(4).